Manufacturer narrative:
Results of investigation: the pcba, vela main coldfire was installed in a known good unit and tested. The reported problem could be duplicated and cause isolated to the pressure differential sensor. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). The cause of the problem has not been determined. Any additional information obtained will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated "xdcr fault" (transducer fault) alarms and a "exhl diff: 4074 failed" message. The customer reported no patient involvement associated with the event.